Event description:
This event involved a patient that experienced a vad stop with their pump approximately three and a half months post heartware lvad implantation. The patient reported that while she was at home, when she got out of bed to use the bathroom, as she was exiting the bathroom her primary controller (B)(4) started alarming very loud (high priority alarm) and also experienced a lot of low flow alarms to the point she could not get the alarms to stop. The patient said that she had never heard her controller that loud before and it had scared her, so she immediately started pushing in connections on her controller. The patient stated that when she pushed in on the driveline cover the alarm stopped. The patient did not have her glasses on at the time, so she could not see the message on the controller and did not notice any lights. Her husband was not around at the time to see or notice anything. When she called the hospital, she was advised to change to her backup controller. The patient performed the controller exchange at home with her husband and her backup controller (B)(4) worked properly. The problem was solved without any reported patient injury and the patient was never hospitalized. The patient had no issues with alarms prior to the incident and no issues with alarms following this incident. The patient did not report feeling any symptoms (i.e. Lightheadedness). During her visit to the clinic, the only alarm seen in the controller history was a "critical battery' alarm. This was discovered on the monitor by looking at alarms and the trend screen by the site. At this time the perfusionist only noticed that the pump had stopped when she looked at her 14 day trend graph that was roughly around the same time. Furthermore, the perfusionist was confused, because the patient's story did not match up with the controller history. The patient stated that she did have both batteries plugged in while she was in the bathroom and that she only pushed in the driveline during the alarm, which made it stop. After further conversations with the patient regarding the event, her story had changed. The patient was not sure anymore if she had reconnected the second battery to go to the bathroom. The patient's driveline was inspected during her visit. Everything seemed tight and working properly. Waveforms were seen on the controller on (B)(6). The patient was re-educated on having two power sources connected at all times and patient was sent home. The site decided to make the patient's old backup her primary controller (B)(4), since the possibility of improper alarm function/conditions seen and explained did not follow normal routine with the original primary controller (B)(4). A new controller was pulled from stock and is now her new backup controller (B)(4).

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt. This event was reported by intermacs via uf/importer report # (B)(4), therefore heartware is providing a report of investigation findings.

Manufacturer narrative:
The product was not returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of hvad® controller (B)(4) in relation to the reported event. This included log review/analysis and non-conforming material record (ncmr) review. Review of conformance material record confirmed that the controller met all requirements for release. Review of controller log files does not confirm a "vad stop" event. However, "critical power" alarms were confirmed around the date of the reported event. Product not available for return.

Event description:
This event involved a patient that reported a vad stop with their pump approximately three and a half months post heartware lvad implantation. The patient reported that while she was at home, when she got out of bed to use the bathroom, as she was exiting the bathroom her primary controller ((B)(4)) started alarming very loud (high priority alarm) and also experienced a lot of low flow alarms to the point she could not get the alarms to stop. The patient said that she had never heard her controller that loud before and it had scared her, so she immediately started pushing in connections on her controller. The patient stated that when she pushed in on the driveline cover the alarm stopped. The patient did not have her glasses on at the time, so she could not see the message on the controller and did not notice any lights. Her husband was not around at the time to see or notice anything. When she called the hospital, she was advised to change to her backup controller. The patient performed the controller exchange at home with her husband and her backup controller ((B)(4)) worked properly. The problem was solved without any reported patient injury and the patient was never hospitalized. The patient had no issues with alarms prior to the incident and no issues with alarms following this incident. The patient did not report feeling any symptoms (i.e. Lightheadedness). During her visit to the clinic, the only alarm seen in the controller history was a "critical battery" alarm. This was discovered on the monitor by looking at alarms and the trend screen by the site. At this time the perfusionist only noticed that the pump had stopped when she looked at her 14 day trend graph that was roughly around the same time. Furthermore, the perfusionist was confused, because the patient's story did not match up with the controller history. The patient stated that she did have both batteries plugged in while she was in the bathroom and that she only pushed in the driveline during the alarm, which made it stop. After further conversations with the patient regarding the event, her story had changed. The patient was not sure anymore if she had reconnected the second battery to go to the bathroom. The patient's driveline was inspected during her visit. Everything seemed tight and working properly. Waveforms were seen on the controller on 4/10. The patient was re-educated on having two power sources connected at all times and patient was sent home. The site decided to make the patient's old backup her primary controller ((B)(4)), since the possibility of improper alarm function/conditions seen and explained did not follow normal routine with the original primary controller ((B)(4)). A new controller was pulled from stock and is now her new backup controller (B)(4).